Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt was suddenly, on (B)(6), 2012, no longer able to hear with his vibrant soundbridge, after he had put off his audio processor for a short while. An accident or trauma is not known. A check carried out on (B)(6), 2012 revealed that no answer from the implant could be recorded at a rtf measurement. The external parts were checked and work properly. A CT scan done by the clinic didn't show any shifting of the fmt position.